Manufacturer narrative:
This product is manufactured in (B)(4) and not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, diopter -11.0/+2.5/098, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a longer lens due to the patient reporting low vault, rotation of the lens, and refractive change over time. The surgeon stated that the refractive change over time is due to the low vault and icl rotation. The lens has been returned, but has not yet been evaluated.

Manufacturer narrative:
The lens has been returned and has been evaluated. (B)(4). The lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic deformed and the lens having foreign material on lens surface (hairs). (B)(4).